Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Lens was not implanted. (B)(4) - no consequences or impact to patient; no known device problem. Device evaluated by manufacturer? No. The product pertaining to this complaint was not returned for evaluation. Evaluation conclusions: (no device failure): based on the complaint history, the root cause of the event has been determined to be due to surgeon preference and was not product related. (B)(4). The facility discarded the lens.

Event description:
The reporter stated the surgeon used a cq2015a collamer three piece lens. The surgeon was in the process of inserting the lens into the patient's left eye. The surgeon then decided to implant a anterior chamber lens instead. The lens was not inserted, but there was patient contact., not sure if it was the lens or cartridge that had contact with the patient. There was patient contact with no injury. The lens was discarded. No issues with the product.